Event description:
It was reported that the patient's atrial position check warning occurred via a remote monitoring session. The patient came into the clinic and all testing showed that the lead was fine. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.